Manufacturer narrative:
This supplemental report is being submitted to inform correction on the customer complaint that was reported in the initial MDR 3002808148-2025-07196-00 . The initial medwatch reported the scope tested positive for an unexpected contamination. However, upon follow-up, the customer confirmed "no reported positive micro. There was no indication to bacteria detected in the leak test or communicated" olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for unspecified microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.